Event description:
Patient was revised on a right hip due to cup loosening. Cup, liner and biolox head were removed. Stem remained implanted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 50 mm psl cup. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.